Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) membrane diff of membrane leak test was outside of the specified value range.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 initial reporter was shortened due to character limitations. The complete name is person in charge.

Event description:
It was reported that during regular inspection by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) membrane diff of membrane leak test was outside of the specified value range. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. It was reported the cardiosave intra-aortic balloon pump (iabp) membrane diff of membrane leak test was outside of the specified value range. A getinge field service engineer evaluated membrane leak test membrane diff prs. Value was 16mmhg, outside the specified range, so he replaced safety disk replaced test value outside the allowable range. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. No patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.